Event description:
On 11/2001, one of co's sales representatives was informed by a nurse that an injury (i.e., perforation) occurred. An active cord adapter connected to a snare wire was plugged into the equipment. The system was activated to remove a polyp and the patient's gastrointestinal wall was perforated. No surgical intervention was required, but the patient was given antibiotics.